Event description:
Two pcis were used during a laparoscopic cholecystectomy. The device leaked when inflated. This happened with two devices. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.19816. Device-a: date sent: 10/21/1998. D5; h4: info not available. H6: catheter was returned with fluid in syringe that was attached to the catheter. Endopath percutaneous catheter introducer: based upon the inquiry info rec'd and the visual examination, it was concluded that catheter a was returned with fluid in the syringe that was attached to the catheter. Catheter b was returned with some type of blockage within the tubing. Catheter a could not be tested due to the fluid in the syringe. Catheter b was tested and did not hold air, but did not inflate due to the blockage in the tubing. No conclusion could be reached as to how the balloon had become torn.